Manufacturer narrative:
The glue was unavailable for analysis and the sterile lot number was not valid so no product investigation or DHR review could be performed. Per corrected data the original lot number provided by the end user is not valid. Also, codman learned that the initial reporter sent a voluntary medwatch report to the FDA. Anaphylactic shock is a known potential adverse event associated with the use of nbca glue and is listed in the IFU as such. Anaphylactic shock is a possibility at any time you introduce a new substance, potential allergen, into a body for the first time. In this case, the patient was exposed to IV contrast media, medications, equipment as well as the nbca glue. These procedures are performed in advanced life support situations, with standard resuscitation equipment and medications readily available to intervene and treat emergency situations. The clinicians assigned to these cases are trained to watch for and well versed in the treatment of allergic reactions; these facilities have protocols for treatment in place, and emergency situations. Review of the information suggests that patient factors may have contributed to the unfortunate events. The lot reported by the user (B)(6) is not valid. Therefore the expiration date, lot number, and device MFR date are not known. A DHR review cannot be performed because the lot number is not available.

Manufacturer narrative:
The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. (B)(4).

Event description:
The complaint received states that after nbca infusion, this patient suffered anaphylactic shock and subsequently died. The contact from the facility reported that during treatment for endovascular leaks (a type 1 at the ascending aorta, a type 2 at the mid-abdominal aorta, and a type 1 at the distal abdominal aorta) patient became unresponsive after the injection of an nbca glue/ethiodized oil mixture (631500/628157.) The patient died after becoming unresponsive. The patient was referred for this procedure to embolize and aneurysm after a thoracic stent graft performed several weeks prior. The patient had an endo leak with aneurysm expansion noted on follow up chest CT scan several weeks after the procedure. At baseline prior to the procedure, the patient was alert and oriented to time, place, and person. The patient discontinued warfarin in preparation for the procedure. Intraprocedural heparin was administered to maintain act of 250 seconds. The type 1 endo leaks were treated with embolic coils including micrusphere 18, helipaq 18, azur 35, azur 18, and ruby coils (all details unknown). No neck remodeling was performed during the procedure. The physician then chose to treat the type 2 endo leak with nbca. Nbca mixture was prepared using 3ml nbca and 12ml ethiodized oil. The prograte microcatheter (details unknown) was placed in the endo leak sac and flushed with d5w followed by injection of the full 15ml of nbca/ethiodized oil mixture. After injecting the mixture the patient developed an immediate reaction developing stridors, a diffuse red rash, followed by shortness of breath, hypotension, and arrest. Intubation of the patient was also difficult due to neck edema. After the procedure, the patient was obtunded and non-responsive to commands. Acls resuscitation protocol was initiated by the hospital staff however it was unsuccessful. The patient expired approximately 20 minutes after the mixture was injected. The doctor believes the event was an anaphylactic reaction to the glue mixture. An autopsy was refused. The patient was male (B)(6) years old with no known previous allergies. The patient had been taking warfarin (held 4 days prior to procedure), zoloft, metoprolol, levoxyl, claritin, proscar, lasix, k-dur, pravachol and amiodarone for pre-existing conditions. The patient received iodinated contrast dye, versed, and fentanyl throughout the procedure.